Manufacturer narrative:
No code available for unable to wake up for 2 days.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ping meter powers off during use. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began on (B)(6) 2017. She reported that she manages her diabetes using insulin pump therapy, and she made no changes to her normal diabetes management regimen, in response to being unable to test her blood glucose. The patient reported that at an unknown time after the alleged meter issue began, she developed symptoms of ¿blacked out, couldn¿t wake up for 2 days¿. The patient reported that in response to the symptoms, on (B)(6) 2017, she was taken to hospital, and treated with insulin (dose unknown). At the hospital, a calibrated laboratory device obtained a blood glucose reading of ¿1164 mg/dl¿. During troubleshooting the csr noted this was not the first time the product was being used, and there was no obvious misuse of the meter. The csr noted that there was no evidence the batteries needed replaced, and when the csr educated the patient, the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, and required medical intervention, after the alleged product issue began.